Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 165, and 126 mg/dl. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported. Note: pt stated they retested to verify their previous readings and got a bg of 136 mg/dl. The time difference between is unk.